Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in supplemental report.

Event description:
On january 16, 2007, the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. The medical affairs specialist (mas) reviewed the recorded telephone call and was able to classify the case based on the original information provided. On january 15, 2007 at approximately 6:00 pm the patient obtained the blood glucose reading of 143 mg/dl on the reported meter, which was high compared to her expected values. At that time the patient was experiencing the symptoms of feeling 'sick' and weakness in her arms and legs. The patient took no action following the use of the meter. Three hours later at 9:00 pm the patient contacted emergency services because of her continuing symptoms. Paramedics arrived, and obtained a blood glucose reading of 52 mg/dl. The patient was treated with oral glucose. After the treatment, the paramedics obtained a result for the patient of 156 mg/dl on their meter, and 201 mg/dl on the patient's meter, within five minutes of each other. The customer care advocate (cca) determined during the troubleshooting telephone call, the patient's testing technique was correct and the meter was programmed for the correct unit of measure. No quality control testing was performed during the call, as the patient did not control solution. The meter, test strips and control were replaced. The patient obtained an elevated meter reading that did not correlate with her symptoms, which suggested she was hypoglycemic. The patient states she took no action until seeking medical attention three hours later, at which time paramedics obtained a blood glucose reading of 52 mg/dl and she was treated with glucose. Therefore, this complaint is being reported as an adverse event.